Event description:
Patient, through a company representative, reported an "exchange from textured to smooth due to concerns with the product". Later patient reported "capsular contracture", baker grade unknown. Healthcare professional later reported "capsular contracture", baker grade iii with symptoms of "shooting pain, change in displacement and asymmetry". Treatment: pain killers, massage, anti-inflammatory medication, colchicina 0.5 mg. This record is for the left side. The device has been explanted. It is unknown if the device will be returned.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under prid (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.